Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance. Corrected information: results code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the cause of the inability to navigate through the programmer screen was not determined.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Corrected information: conclusion code no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The pump was stopping and starting. The pump was read (B)(6) 2016 and a safe state alert and a reset occurred message. The pump was alarming and the reporter could not silence the audible alarm or navigate through the 8840 physician programmer screen. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced (B)(6) 2016. The issue was resolved and patient status was alive - no injury. The pump was delivering lioresal 500 mcg/ml; 50 /day. Additional information reported that in the programming it said gablofen. On (B)(6) 2016 they put in lioresal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (500 mcg/ml at 142.44 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that the pump was alarming. Telemetry and review of the pump logs confirmed the alarm to be due to low battery reset and safe state. The patient had no symptoms. The event date was (B)(6) 2016. Additional information was received on 01-jun-2016 from an hcp and it was reported that the patient was seen on (B)(6) 2016 because the pump was beeping. The patient¿s medical history included spastic quadriplegia and quadriparesis, multiple sclerosis, wheelchair bound, spastic neurogenic bladder, suprapubic catheter, diabetic neuropathy type ii diabetes, diabetes mellitus type ii uncontrolled, otitis externa acute, cerebellar tremor, urinary incontinence, spasticity, clonus, ambulation difficulties, marked fatigue, diabetic polyneuropathy, problems with upper extremity ataxia making it difficult to perform activities of daily living, numbness related to diabetic neuropathy, recurrent urinary tract infections, major depression, hiatal hernia, constipation, hyperlipidemia, appendectomy, dilation and curettage of uterus, and allergies to paxil, pro-banthine, sulfa drugs, vantin, and zithromax. The patient¿s other medications included oral baclofen, diazepam, gilenya, oxybutynin, pseudoephedrine, lisinopril, pravastatin, levothyroxine, insulin, acetic acid, and naproxen sodium. The patient thought she heard an alarm go off on (B)(6) 2016 but was unsure of herself. On (B)(6) her bath aide noted an alarm going off ¿maybe once every with 3 beeps sound like an ambulance siren¿. The patient came into the office the next day. The pump logs included in the clinic notes indicated multiple ¿reset occurred ¿ low battery¿ and ¿reset occurred¿ messages on (B)(6) 2016. The pump was programmed to minimum rate. No diagnostics were performed. The patient was given oral baclofen (10 mg tablets; 1-2 tabs 4x/day) and diazepam (5 mg tablets; 0.5-1 tab every 6 hours as needed). The patient was referred for pump replacement and the replacement was planned to occur within the next 2 weeks. The cause of the low battery and safe state messages was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.